Event description:
The patient reported not knowing if it was on or not because the screen was black. It was noted it was working couple day prior to this call at the health care provider¿s office. The patient reported that she had been going to the bathroom more frequently and stated she noted this on the day of this call. The patient reported that she went through a metal detector a day prior to this call and thought maybe that had something to do with it. It was noted that programmer was blank. The patient plugged the antenna in and it was blank and would not turn on. It was noted patient did not know how to use the programmer and was assisted and patient was able to turn the programmer on. It was later reported on 2015-(B)(6) that patient was going to the bathroom too much since she went through security a week ago. The patient turned her therapy off when she went through security. It was possible that she never turned therapy back on, after she walked through security. The patient had the device turned back on and at one point she managed to accidently turn it off again. It was noted that patient was on program 1 at 1.3v and the neurostimulator (ins) was on. The patient reported not feeling any stimulation, increased to 1.6 then felt stimulation. The patient status was reported as unknown. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-33, lot# va0kf1r, implanted: 2014-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).